Manufacturer narrative:
The insulin pump was not received stuck in manufacturing mode. The pump passed sleep current measurement and active current measurement. Multiple pump error (power error detected) alarms in the pump history file and pump error (power error detected) alarms were triggered when the lithium backup battery (loaded vlith) was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the pump functioning properly during testing as shown in the power management graph. The insulin pump was received with missing retainer. Unable to perform displacement test due to missing retainer. The pump was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked case on battery tube area and corrosion in battery tube.

Event description:
The customer reported via phone call that their insulin pump alarmed power error. The customer¿s blood glucose level was unknown at the time of the incident. The customer had previous power error occurrences. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis. Multiple pump error 25 (power error detected) alarms were found in the pump history file and pump error 25 (power error detected) alarms were triggered due to connector resistance issue (j6).

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is jul 08, 2017.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is jul 08, 2017.